Event description:
Reported one alleged false positive sars result. No confirmatory testing was completed.

Manufacturer narrative:
Investigation conclusion: manufacturing records were reviewed for this lot. All release criteria were met. Additionally, no significant trends for the reported issue for this lot were identified in the complaint history log. Root cause: unable to determine. Source: phone.